Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an issue where the unit was not charging while connected to ac power. There was no patient involvement.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was not charging when hooked up to ac power.there was no patient involved

Manufacturer narrative:
Additional event site telephone is (B)(6). Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , e1 ( event site telephone ). A getinge field service engineer (fse) evaluated the unit via phone and instructed the on site user to remove the batteries and redock the rescue into the hybrid unit. The issue was resolved and the iabp was cleared for use.